Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor needle was bent inside of the sensor; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer stated that the sensor broke during insertion. Customer's blood glucose reading was 180 mg/dl. Product is being returned and replaced.